Manufacturer narrative:
Insulin pump was received with broken battery cap and loose/protruded drive support disk.

Event description:
It was reported via phone call that the battery compartment was broke and battery cap does not fit the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.